Manufacturer narrative:
The device, used for treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned device. Visual evaluation under magnification shows extensive electrode wear on the electrodes with a significant amount of dried tissue present on and under the electrodes. The cable, suction and saline lines have been severed prior to being received for evaluation; therefore, a functional evaluation could not be conducted. Visual observation verified the customer¿s complaint as physical evidence would suggest the electrodes had disintegrated ¿melted¿ as can be seen by the rounded edges present on the remaining electrodes. The root cause for this event is expected wear and tear of the device as the failure is consistent with normal wear of the electrodes and is dependent on factors that can accelerate the wear of electrodes such as using set points higher than the default settings or using the wand for an extended period of time.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during an adenoidectomy the electrode wire melt. There was a 30 minute delay and a back up device was available to complete the procedure. No patient injury was reported.